Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes are bent resulting in the needle jamming on the analyzer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. After reviewing the customer photos, one tube was found to be bent toward the top. A total of 30 retained samples were visually inspected, and all were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: bowed. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.